Event description:
Caller states the patient tested 5.3 inr on coaguchek system 1 while testing 3.8 inr, 4.2 inr, and 4.8 inr on additional coaguchek systems during duplicate testing. No treatment information provided. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.